Manufacturer narrative:
(B)(4). The additional 12x40mm armada 35 referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the iliac vein with moderate tortuosity and mild calcification, a 12x40 mm armada 35 pta catheter was advanced and inflated. However, when pressure reached 4 atmospheres (atm) the balloon ruptured. The armada 35 pta catheter was removed from the patient anatomy and a new 12x40 mm armada 35 pta catheter was used for dilatation. A 14x90 mm non-abbott stent was implanted. Another 12x40 mm armada 35 pta catheter was advanced for post-dilatation and inflated. However, when pressure reached 4 atm the balloon ruptured. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).